Event description:
It was reported that a spiral fracture occurred when the patient stood up and twist leg. The stem was replaced as consequence.

Manufacturer narrative:
It was reported that a revision surgery had to be performed due to a periprosthetic fracture of a sl-plus mia stem (75000191). No similar complaints have been found for the present part number in combination with the present failure mode. A device history record (DHR) review could not be performed since the batch number remained unknown. Also, no medical assessment could be performed since no medical documents were received for investigation. Since the part has not been returned either, the root cause could not be determined conclusively due to insufficient information. No further actions are deemed necessary as a result of the performed investigation. In case more information becomes available in the future, this complaint will be reopened.